Manufacturer narrative:
Vyaire complaint number (B)(4). Device was returned for evaluation on 8/21/2019. Results of investigation: a vyaire service technician was not able to duplicate customer's reported problem. The vent passed extended hour tests at customer's settings and passed final testing which included many alarm and ventilation functions.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was autocycling. At this time, it is unknown if there was any patient involvement associated with the reported issue.